Event description:
It was reported that during pre use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Screen not working has been reported. No patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that video generator board replaced. Touchscreen recalibrated. Line visible on upper display. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.